Event description:
Pt undergoing inguinal hernia repair. During the procedure, the stapler would not open and remained clamped and closed on tissue. The stapler needed to be manually cranked open. Procedure was completed without further complication.